Event description:
Emergency medical tech responded to a pt in cardiac arrest. The pt was connected to the defibrillation/ECG electrodes. The emergency medical tech observed ventricular fibrillation on the device display, placed the device in manual mode and charged the device. According to the reporter, the device dumped the energy when the discharge buttons were pressed but the pt's rhythm converted and the pt was resuscitated.